Manufacturer narrative:
Device available for evaluation? Yes, returned to manufacturer on: 3/21/19. Device returned to manufacturer: yes. Device evaluation: the sample was observed under microscope and it was observed with the plunger in completely advanced position. The device was prepared to be used due to the current plunger position but no viscoelastic residues were observed inside the cartridge as the directions for use (dfu) required. The cartridge was observed with no damage and residues of viscoelastic. There was no lens in the returned. Therefore, a photo was provided and was evaluated. The photo shows an iol with both haptics, one in good condition and the other was observed in a folded position which confirmed a handling process occurred. Based on the photo, the complaint reported as a haptic was bent right out of the package was not verified. In addition, the photo was took with no lens identifiers in order to confirm the serial number in issue provided. The condition in which the sample returned is consistent with a product that was handled and prepared for a surgical process. No product quality deficiency could be identified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. The search revealed that no similar complaint for this production order number has been received. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
If implanted, give date: not applicable, as the lens was not implanted. If explanted, give date: not applicable, as the lens was not implanted; therefore, it was not explanted. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that when removing from packaging the intraocular lens (iol) had a bent haptic. There was no patient contact. Through follow up, the customer confirmed the bent haptic was observed right out of the package. No additional information was provided to johnson & johnson surgical vision.